Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient overdischarged the stimulator (B)(6) 2018 and received a device rest around (B)(6) or (B)(6) 2018. The patient confirmed she received good therapy when the stimulator is working. The patient overdischarged the stimulator again in (B)(6) 2018 and does not want another device reset. The patient did not remember exact dates. The patient wanted the ins replaced. The patient reported that her life got too busy and she forgot to charge her stimulator. The patient was redirected to their healthcare provider (hcp) for replacement procedure. No further complications were reported/anticipated.